Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision with a saline mentor smooth round moderate profile 350cc and experienced spontaneous bilateral deflation and pain. The patient felt the implants getting smaller. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This is for the left side implant; see manufacturer report number 1645337-2019-07843 for contralateral prosthesis.

Manufacturer narrative:
Device evaluation summary: during evaluation of the sample a tear was observed within a fold or wrinkle on the anterior aspect of the implant, measuring approximately 0.9 cm. In addition two creases were observed in the posterior aspect. No other anomalies were observed. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket and folding or wrinkling of the shell in the breast pocket. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This condition has also been associated with device deflation/ rupture, wrinkling and/or displacement of the prosthesis. Capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. Deflation is a known complication associated with mentor mammary prostheses. Possible causes of deflation of saline-filled implants include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, manual massage, and intimate physical contact; stress or trauma to the breast, mechanical damage prior to or during surgery, compression during mammographic imaging. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 5/17/2019, mentor became aware that the right implant was intact and patient had bilateral capsular contracture; baker grade unknown. Patient underwent explantation and replacement on (B)(6) 2019 with natrelle inspira catalog #: scx-525; s/n: (B)(4) on the right and with natrelle inspira catalog #: scx-525; s/n: (B)(4) on the left side. The date of implant was corrected to (B)(6) 2012. On 5/20/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. This report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).